Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 16 july 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples. Date time sg value bg value a. (B)(6) 20:10 cet 120 mg/dl 207 mg/dl b. (B)(6) 20:15 cet 87 mg/dl 150 mg/dl c. (B)(6) 21:15 cet 98 mg/dl 140 mg/dl d. (B)(6) 20:05 cet 97 mg/dl 145 mg/dl. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the cgm showed results that were different from glucometer measurements. Based on the initial escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Functional testing of the returned sensor did not reveal any malfunction. A review of the dms data showed optical instability. This most likely contributed to the inaccuracies observed by the user. The potential root cause for this failure mode may be related to an issue with the in vivo state of the sensor hydrogel, which could not be replicated in the lab. The RMA was authorized to offer the user a sensor replacement. B4. Date of this report 14 oct 2025. G3. Date received by the manufacturer? 14 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10, 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.